Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting premature battery depletion. The ipg also displayed erroneous battery status indicators. The physician elected to explant the ipg.